Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert triggered for oversensing and short ventricular counts on the right ventricular lead. A possible loose setscrew is suspected since the alert occurred after a recent device changeout procedure. Since the patient did not want to undergo another surgery, the patient opted to turn off tachy therapies. The device and lead remain in use. No patient complications have been reported as a result of this event.